Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had evidence of oversensed noise coupled with high pacing impedance spikes indicative of lead impairment. X-ray imaging identified that there might be a fracture where the lead separates in its pacing and shocking parts. Isometrics and pocket manipulations were successful in recreating noise. Boston scientific technical services (ts) recommends lead replacement. Despite ts recommendations, the physician has elected to monitor the patient. No surgical intervention was performed. The lead remains in service.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had evidence of oversensed noise coupled with high pacing impedance spikes indicative of lead impairment. X-ray imaging identified that there might be a fracture where the lead separates in its pacing and shocking parts. Isometrics and pocket manipulations were successful in recreating noise. Boston scientific technical services (ts) recommends lead replacement.